Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. The customer¿s blood glucose level was 36 mg/dl at the time of the incident. Insulin delivery was not suspended. It was unknown about auto mode status. Customer did not provided any information about the symptoms due to high blood glucose. Troubleshooting was declined. No further complications were reported. The insulin pump will not be returned for analysis.